Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted due the cylinder buckled and the device was no longer working. It was noted that the silicone was damaged. A new ipp device was implanted with no patient complications reported.